Event description:
It was reported that the patient was unable to place their device into MRI mode. Upon further investigation system diagnostics recorded high impedances on the leads. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored, and the patient is currently MRI conditional.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.